Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to complete incoming functionality testing. The electrode belt trunk cable connector pins 2, 3, 4 were physically damaged inhibiting proper contact with a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt

Event description:
During an investigation into an unrelated event, a reportable problem was found. Electrode belt sn (B)(4) was unable to complete incoming functionality testing.